Event description:
This lead was returned with oos documentation from biotronik rep. Per the oos, this lead was became dislodged after one repositioning. The physician replaced the lead with a linox sd 65/18, due to its wider space between shocking coils. There are no adverse events reported for this pt. Pt records was unable to provide the sex of this pt.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The fixation helix could be properly extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromize the effectiveness of the fixation screw mechanism. The cuttings in the outer insulation are most likely due to the explantation procedure. The deformation of the shock coils was due to mechanical forces. The analysis did not reveal any sign of a material or manufacturing problem. Traction forces during the explantation procedure should be taken into consideration.